Event description:
This unsolicited case from united states was received on 09-mar-2017 from a physician. This case involves a (B)(6) female patient whose right knee swelled up like a balloon and fluid aspirated from knee after unknown latency of receiving treatment with synvisc. The patient previously had received a 3- injection course of synvisc in the right knee approximately 6 months ago and had tolerated it well. No medical history, concomitant medication or concurrent condition was reported. On an unknown date in, the patient initiated treatment with synvisc injection (indication, dose, frequency: not provided; batch/ lot number: 6rsp010b and expiration date: unknown). On (B)(6) 2017, the patient received her third injection in the synvisc series in the right knee and by the following day ((B)(6) 2017), her right knee had swelled up "like a balloon".· the patient returned to the practice on (B)(6) 2017, and fluid was aspirated from the knee, tests were run, including cultures, which showed no infection and no gout. The patient was placed on a corticosteroid taper (either prednisone or a medrol dosepak), and as of today ((B)(6) 2017) she was doing ok. Corrective treatment: corticosteroid taper for the event of right knee swelled up like a balloon and knee. Aspiration for fluid aspirated from knee. Outcome: recovering/ resolving for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for the event of right knee swelled up like a balloon.

Event description:
This unsolicited case from united states was received on 09-mar-2017 from a physician. This case involves a (B)(6) female patient whose right knee swelled up like a balloon and fluid aspirated from knee after unknown latency of receiving treatment with synvisc. The patient previously had received a 3- injection course of synvisc in the right knee approximately 6 months ago and had tolerated it well. No medical history, concomitant medication or concurrent condition was reported. On an unknown date in, the patient initiated treatment with synvisc injection (indication, dose, frequency: not provided; batch/ lot number: 6rsp010b and expiration date: may-2019). On (B)(6) 2017, the patient received her third injection in the synvisc series in the right knee and by the following day ((B)(6) 2017), her right knee had swelled up "like a balloon". The patient returned to the practice on (B)(6) 2017, and fluid was aspirated from the knee, tests were run, including cultures, which showed no infection and no gout. The patient was placed on a corticosteroid taper (either prednisone or a medrol dosepak), and as of today ((B)(6) 2017) she was doing ok. Corrective treatment: corticosteroid taper for the event of right knee swelled up like a balloon and knee. Aspiration for fluid aspirated from knee. Outcome: recovering/ resolving for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsp010b expiration date (05/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp010b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 23-mar-17, there were 4 complaints on file for lot # 6rsp010b: (2) adverse event reports and (2) barrel breakages. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for the event of right knee swelled up like a balloon follow up was received on 17-mar-2017. No new information was received. Additional information was received on 27-mar-2017. Expiry date of synvisc was added. Global ptc number and results were added. Text was amended accordingly.